Manufacturer narrative:
(B)(6). This report is for one (1) unknown cervical spine locking plate with partial part number 450.01xx. The complainant part was not explanted during the revision on (B)(6) 2016. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a c6-c7 anterior cervical discectomy and fusion (acdf) with synthes cervical spine locking plate (cslp) on (B)(6) 2016. The right c7 expansion head screw began to back out on an unknown date. It is unknown how this was discovered. The surgeon decided to perform a revision on (B)(6) 2016. The right c7 locking screw was removed followed by the self-tapping expansion head screw. The locking screw was not as tight as expected upon removal. It is unknown why the screw would have backed out. It is possible that the expansion head screw was not advanced far enough to effectively lock into the plate; or maybe the issue was due to the locking screw not being tight enough. The surgeon replaced the right c7 screw with a larger diameter expansion head screw and then placed a new locking screw. This successfully completed the anterior part of the procedure. The surgeon also elected to place posterior instrumentation in the patient to supplement the anterior instrumentation. Immediately after the anterior revision, the patient was flipped prone and posterior cervical hardware was placed. Synthes synapse hardware was used to place screws from c5-c7. The rods were connected and the procedure was successfully completed. There was no surgical delay reported. The patient status/outcome was reported as unknown. This report is for one (1) unknown cervical spine locking plate. This report is 3 of 3 for (B)(4).